Event description:
It was reported that the ilet user experienced elevated glucose readings up to 347 mg/dl after eating a snack containing carbohydrates without announcing it, followed by an announced lunch. The user was using an inset 23" infusion set on the stomach and an fsl3+ cgm; no alerts or alarms were reported, and glucose decreased by about 20 mg/dl during the call. Symptoms included hyperglycemia. Outcomes included a missed dose exposure due to the unannounced snack. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a user interface interaction relevant to meal announcement, and a usage problem consisting of improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.